Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw came off in patient. When they went back in the leg with a new device, they found a piece of the first device and retrieved it using the hemopro tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. The silicone insulation was peeled away from the cold jaw support with complete detachment. The silicone insulation was returned in an specimen cup. The heater wire was flexed away at the center of the hot jaw with no detachment. The wire remained in place at the tip and base of the hot jaw. The distal end of the shaft near the pivot point was observed to be slightly bent. The no other failures were observed. Based on the returned condition of the device, the reported failure mode peeled; jaw¿ and analyzed failure modes ¿material twisted/bent; wire¿ and ¿material twisted/bent; shaft¿ were confirmed. A certificate of conformance was reviewed for the assembly, flex shaft. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable. Specific actions for the reported failure mode peeled; jaw¿ and analyzed failure modes ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw came off in patient. When they went back in the leg with a new device, they found a piece of the first device and retrieved it using the hemopro tool. A replacement device was used to complete the procedure.